Event description:
In providing documentation of an I&d performed on patient's hip in (B)(6)2016 , encounter notes were provided. On (B)(6)2018 , it is reported: "5 year f/u for right tha now with evidence of [acetabular] loosening"...she denies any history of trauma but does endorse a significant amount of pain in the hip and rates it a 7/10 at this time. She reports the pain is associated with start-up and rising from a seated position and does state that the first couple steps are the most painful...x-rays obtained on (B)(6)2018 at our northeast office demonstrate loosening of the acetabular component with migration medially". Encounter notes from (B)(6)2018 state "...patient rates her pain 9/10...she states that over the last week she started having lateral hip pain as well as anterior groin pain. She has pain with weightbearing..." Patient has not been revised as of (B)(6)2018 .

Manufacturer narrative:
Additional information: implant date reported event an event regarding pain associated with loosening involving a trident shell was reported. The event was not confirmed. The clinician reviewed the provided x-rays and compared them to x-rays from 2016 and do not see any interval change nor any evidence of loosening or migration. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: review of these records confirmed an I&d for liner exchange occurred because of hip pain felt to be related to infection. Following this surgical intervention no evidence of infection was found and the root cause of the pain was not determined. The patient returned 5 years later with trochanteric bursitis. The office note from this visit includes an x-ray interpretation of acetabular loosening and medial migration of the cup. I have reviewed these x-rays and compared them to x-rays from 2016 and do not see any interval change nor any evidence of loosening or migration. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been 1 other similar events for the reported lot. Conclusions: the office note from this visit includes an x-ray interpretation of acetabular loosening and medial migration of the cup. The stryker clinician have reviewed these x-rays and compared them to x-rays from 2016 and do not see any interval change nor any evidence of loosening or migration. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device remains implanted.

Event description:
In providing documentation of an I&d performed on patient's hip in (B)(6) 2016, encounter notes were provided. On (B)(6) 2018, it is reported: "5 year f/u for right tha now with evidence of [acetabular] loosening"...she denies any history of trauma but does endorse a significant amount of pain in the hip and rates it a 7/10 at this time. She reports the pain is associated with start-up and rising from a seated position and does state that the first couple steps are the most painful...x-rays obtained on (B)(6) 2018 at our northeast office demonstrate loosening of the acetabular component with migration medially". Encounter notes from (B)(6) 2018 state "...patient rates her pain 9/10...she states that over the last week she started having lateral hip pain as well as anterior groin pain. She has pain with weightbearing..." Patient has not been revised as of (B)(6) 2018.